Event description:
It was reported that pump displayed malfunction alarm malf 9 during use, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction code appeared again, with no device return planned and no additional outcome information reported.